Event description:
It was reported that during a lap nissen procedure, the device stopped working in the middle of the case. The case was completed with another device of the same product code. There was no reported patient consequence.